Manufacturer narrative:
The excor blood pump was exchanged on (B)(6) 2023 shortly before the event. The new pump, s/n, (B)(4) is now in use on the patient. As of (B)(6) 2023, the patient doing ok, had a subdural drainage everything went well. The brain CT was better with no deviation of the midline structures and no anisocoria. Further measures are the reduction of sedation and weaning from the ventilator. Heparin infusion was already started.

Event description:
Berlin heart was informed by the clinical affairs that a patient that was implanted on (B)(6) 2022 in the lvad configuration had an adverse event. The clinic reported an ischemic stroke after a pump exchange on (B)(6) 2023. The CT showed an ischemic stroke with hemorrhagic conversion. Ptt was in range under triple antiaggregating. Dipyridamole, asa and clopidogrel. Doses were relatively low but in pm in target range (d. 15mg, asa 4-5mg/kg, clopidogrel 0,1 mg/kg). The patient had a previous stroke 14 days ago. Implantation was 20 days ago. Heparin was stopped on (B)(6) 2023 and control CT on (B)(6) 2023 showed a second ischemic stroke with hemorrhagic conversion with mass effect and beginning herniation. The neurosurgeon wants to operate to drain.